Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated film evaluation summary: the exact cause of the reported inability to deploy the bifurcate tip capture mechanism could not be determined from the limited images provided, which showed only excerpts from the implant procedure. The cause of the tip becoming stuck on the suprarenal stents during removal of the d-s, which was resolved using a reliant balloon, also could not be determined. Analysis of the returned films did not reveal any anatomical or device anomalies that could explain the reported events. Other than a likely acute type IV endoleak seen at the conclusion of the implant caused by fabric porosity, no other issues were seen. A device issue cannot be ruled out as a potential cause. The delivery system is pending return for analysis and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device returned with the handle disassembled and removed from the catheter. Visual inspection of the backend t-tube confirmed there was a small amount of cured glue on the outside of the t-tube near glue port a. There appeared to be no glue in the lumen or in glue port b of the t-tube. The taper tip was passed through backend t-tube past glue porthole a indicating there was very little or no glue in porthole a or between portholes a and b. Slight resistance at porthole b which indicated the presence of some glue. The middle member to spindle bond was intact with sufficient glue present. The reported deployment/expansion issue was confirmed through analysis. Two (2) photos were received from the account. The photos show the disassembled handle and the physician manually releasing the tip capture mechanism. The cause of the deployment difficulties could not be determined from the photos. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. The patient had narrow and tortuous anatomy. It was reported that during the index procedure, the stent graft was deployed in the normal manner, however the tip capture mechanism would not deploy. The physician decided to fully deploy the stent graft and implant the contralateral leg. The physician then used a reliant balloon to open the topcap, and then dismantled the delivery system to manually release the tip capture mechanism. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.